Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The indication for pump use was non-malignant pain and phantom limb pain. On (B)(6) 2015, the patient was upset and stated that "the pain pump is not working properly". She also stated that "the doctors didn't put it in properly". The drug in the pump, the patient's other medications/pertinent medical history, the troubleshooting performed, and actions/interventions taken were not reported. Further follow-up is being conducted to obtain this information as well as further clarification regarding what the patient meant by the pump not working properly. If additional information is received, a follow-up report will be sent.